Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the device would not deliver shock. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify the reported issue. It was found that the white energy capacitor wire was disconnected from the j18 spade connector. The root cause of the issues was the disconnected connector. The customer received a replacement device and the customer's device was archived by stryker.